Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was 580 mg/dl. The customer was nauseous and vomiting. The customer was placed on insulin drip and an IV. The customer was wearing the insulin pump at the time of emergency room visit. The customer's blood glucose level dropped to 39 mg/dl the night before and treated it with cream soda. The customer's blood glucose level went up to 57 mg/dl after 30 minutes. The customer then took two glucose tablets and her blood glucose level went up to 400 mg/dl and then 580 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.